Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: promus premier select ous mr 32 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage, with struts on the first distal strut row lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found a kink 27cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-aug-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross lesion even after trying multiple times. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.